Event description:
On (B) (6) 2010, the pt was treated for an aortic aneurysm with four gore excluder aaa endoprostheses. The aneurysm was excluded and the pt tolerated the procedure. On (B) (6) 2010, the pt expired from bowel ischemia.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Additional devices implanted during initial procedures: (B) (4).